Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a discrepancy between cgm and fingerstick blood glucose (fsbg) readings. At that time, the cgm displayed 400 mg/dl, while the fsbg was 40 mg/dl. During the event, the patient developed symptoms including seizure activity, shaking, and dizziness while asleep and was unable to self-treat. The patient¿s parents intervened and administered oral glucose gel. Following treatment, the patient¿s glucose increased to approximately 200 mg/dl per fsbg, with resolution and stabilization of symptoms; however, the cgm continued to display 400 mg/dl. No medication was administered and no medical intervention occurred. The patient¿s symptoms resolved after treatment, and she was reported to be stable with no further complications. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid the data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.